Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was present. Additionally, the device memory indicated a lead impedance out of range alert and indicated the criteria for the rv lead integrity alert was met. Beginning on (B)(6) 2014 there were 5796 lifetime v-sic episodes. On (B)(6) 2014 a lead integrity alert was triggered due to meeting the requirements for non-physiologic signals and v-sic. On (B)(6) 2014 an out of tolerance subthreshold lead impedance alert was triggered. It was noted that the maximum ventricular pacing impedance rose from 779 ohms the week ending (B)(6) 2014 to over 1000 ohms the week ending (B)(6) 2014. There were 15 non-sustained ventricular tachycardia and 4 ventricular fibrillation events of less than 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 559453 lead, implanted: (B)(6) 2010; 419688 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received a shock and went to the clinic. The right ventricular (rv) lead exhibited noise and high impedance. The physician initially turned the lead off. The lead was later capped and replaced. No patient complications have been reported as a result of this event.